Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) the dentist reported that 1.5 months after the dental implant was installed in intraoral region #12, it was verified its non osseointegration. Seventy ncm of primary stability was achieved and immediate load was performed. The patient presented bone type iii. Biomechanical overload occurred.